Event description:
It was reported that the surgeon inserted and removed an aq2010v three piece silicone lens, and the lens was torn during insertion. There was no patient injury. Further information was requested from the surgeon but not yet forthcoming. If any additional information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a work order search was conducted and there were no similar complaints found. (B) (4).